Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: linox td65 competitor implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
The device was removed.

Manufacturer narrative:
Evaluation summary: a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the device reached early battery depletion. Therefore the device will be removed and replaced with a new device. No patient complications have been reported as a result of this event.